Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that breakage of a device external to the patient will not contribute to serious injury as the breakage had no contact or risk of contact with the patient or effect on the tissue being treated. Deficiencies of devices that can be detected by the user and where no serious injury has occurred are considered not reportable pursuant to 21 c.f.r. §803, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device dropped during a case and plastic broke.